Manufacturer narrative:
(B)(4). As the defect reported was not observed in the defective unit and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the claimed defect.

Event description:
Patient presented for 5-fu infuser pump disconnection. Patient reported he noticed the pump was leaking shortly before presenting for the appointment. Upon inspection, the pump and medication carrier did have white residue and the pump appeared empty. The patient was exposed to chemo via the skin and clothing. No adverse events have been reported by the patient due to exposure. The leaking appears to have occured where the drug is added to the infuser. The manufacturer is sending a return package to do a full evaluation of the pump.